Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that the scroll bar is not moving with no input. Customer¿s blood glucose was 220 mg/dl at the time of incident. Customer states that numbers were not ramping on their own. The insulin pump will not be returned for analysis.